Event description:
It was reported that the pt's device was explanted due to infection. Advanced bionics is currently in the process of gathering add'l info. When add'l info is received, a supplemental report will be submitted.